Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6003259 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. . The following test was performed: visual test according to with wi version 39 test on returned unused/used/reference samples, 10 samples out (B)(4) passed the test. Functional test 1 according to with wi version 4 test on returned unused/used/reference samples, 10 samples out (B)(4) passed the test. A batch record review was conducted resulting in the following: the lot 6003259 was manufactured according to the document version 106 on the packing process in the line 6, on 18/sep/2023, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no defects or damages on the returned samples, no reported harm, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: patient informed about infusion set's leakage. Leakage was at site. Also mentioned patient's blood glucose levels were 260mg/dl.

Event description:
To date additional patient or event details have been received which is added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The infusion set was in use for one day. No further information available.